Event description:
It was found that a returned printed circuit board failed safety valve test during pre-use check. This failure mode was different than the original received information. There was no patient involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.